Manufacturer narrative:
Block h6 device code a0401 is being used to capture the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that an overstitch 2-0 polypropylene suture was used during an endoscopic sleeve gastroplasty procedure performed on (B)(6) 2025. During the procedure, it was not possible to exchange the suture from the anchor exchange to the needle driver. It was noticed that the anchor of the suture was bent, and later the suture broke. The procedure was completed using another device of the same model. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an overstitch 2-0 polypropylene suture was used during an endoscopic sleeve gastroplasty procedure performed on (B)(6) 2025. During the procedure, it was not possible to exchange the suture from the anchor exchange to the needle driver. It was noticed that the anchor of the suture was bent, and later the suture broke. The procedure was completed using another device of the same model. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6. Device code a0401 is being used to capture the reportable event of suture break. Block h11: the device did not return for analysis however the customer provided some pictures. A media inspection was performed, where it can be observed the suture broken and the anchor bent. The reported event of suture break was confirmed. The most probable cause remains unknown; since it cannot be determined without the proper evaluation of the device.